Event description:
It was reported that when the device, with reload cartridge, was used during gastirc bypass procedure, it locked out. A new device was used to complete the case. There was no consequence to the pt.